Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer changed the supplies multiple times. The customer's blood glucose (bg) level was over 600 mg/dl. The customer delivered a bolus and used insulin injections to address the bg level. The contact declined tandem technical support's offer to troubleshoot as the pump was delivering insulin.